Event description:
On (B)(6) 2025 the user experienced a low blood glucose (bg) of 48 mg/dl with shaking after dinner. The caregiver reported treating with glucose tablets and juice before the ilet low bg alert was triggered. The event was corrected without hospitalization, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.